Manufacturer narrative:
Date of the event is estimated.

Event description:
Related manufacturer reference number 3006705815-2023-06507, 3006705815-2023-06508, 1627487-2023-04847, 1627487-2023-04848. It was reported an infection was present at the lead and ipg sites. As such, patient had system explanted and was prescribed oral antibiotics to address the issue. Reportedly, the infection has resolved.

Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.